Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a loss of capture threshold on the left ventricular (lv) lead after a cardioversion procedure. An x-ray was performed, which confirmed a dislodgement occurred. The lv lead was repositioned to resolve the event. The patient was in stable condition.